Manufacturer narrative:
Additional information in event section.

Event description:
It was reported that during laparoscopy surgery, the screen went blank with each pulse for 2-3 seconds. The procedure was completed with the same device and there was a surgical delay greater than 30 minutes. No patient injuries reported.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(6). The correct manufacturing site information and registration number is (B)(6). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Event description:
It was reported that during laparoscopy surgery, the screen went blank with each pulse for 2-3 seconds. It is unknown whether there was a back up available or delay in the case.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.